Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product sq374ts - ennovate c c1/c2 bone screw 4.0x44mm. According to the complaint description, the screw broke off into the massa lateralis during insertion. There was breakage when screwing into a sclerotic bone without a tap. No surgical delay or patient harm was noted, and the operation was completed successfully. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: d4 - expiration date. H4 - manufacture date. Investigation previously reported.

Manufacturer narrative:
Additional information: d4 - batch number. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: the head of a fractured bone screw sq374ts was received. The threaded body of this screw remained in the patient body for the planned stabilization; the recovery was obviously not necessary. A microscopical investigation of the fracture surface was performed. Here were found signs of a torsional overload fracture. The screw head shows part of the thread inside the top of the screw. Apart from slight deformation, caused by high forces during the screwing- in process, the hexagon is in a proper condition. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on the basis of the current information, as well as the result of the investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.